Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
Information was received that an infusion pump was returned for evaluation. Physical inspection of the pump found it to be in good physical condition. System fault noted in the event history log. Upon power up, the customer's stated problem was verified. The device revealed error 41622, and the root cause was determined to be the motor. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.